Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer over-corrected for a blood glucose (bg) of 400 mg/dl and bg lowered to 40 mg/dl. Customer experienced a seizure and required assistance from the fire department to address the issue. The customer was unable to provide additional details on how bg was treated. Recommendation was made to consult with health care provider regarding diabetes management.